Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. Date of event is an approximation. The patient stated on (B)(6) 2024, they were hospitalized. The patient stated that the reason for the hospitalization was losing consciousness but refused to provide any other event details. It was not known what the dexcom display was showing at the time of the event. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause loss of consciousness.

Event description:
Subsequent to the initial MDR, clarification was provided on 10/25/2024.